Event description:
It was reported that the pt experienced a power-on-reset condition. The pt had gallbladder surgery on (B)(6) 2011 and was reprogrammed post surgery, and the issue resolved. A lack of therapeutic effect was reported. The pt awoke in the morning suffering from rigidity. The programmer showed that the implant was turned on. The pt thought that his electric bed may have caused the implant to be off when he first woke up. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).